Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise and a rise in threshold measurements. Surgical intervention was performed and the rv lead was abandoned and replaced. No additional adverse patient effects were reported.